Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot#:40380263x), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40380263x), vlft10gen, vlft10gen ft series energy platformx1, (serial#:unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic low anterior resection (lar) procedure, 5 handpieces were used for the first time and even before completing the procedure the handpieces were not working properly and not getting a proper vessel sealing. There was no evidence of energy delivery and end tones were heard. Re-grasp alert was there multiple times. A new handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the jaw dots on the seal plate were worn. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. It was reported that the device had an alarm activation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to decontamination and re-use. Damage to the jaw dots reduces the jaw gap and results in re-grasp alarms. It was also reported that the device had no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.